Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer

Event description:
It was reported that the device restarted and generated the ¿device failure¿ alarm during use. No patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was provided for further analysis. Based on the log entries a device restart could be confirmed on (B)(6) 2021 at 00:46. Based on the error code during the event a temporary deviation of a software task was determined to be the root cause. The software deviation was solved by the restart. The device reacted as specified to the detected deviation by performing a restart. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted and generated the ¿device failure¿ alarm during use. No patient injury reported.